Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2012, to excise a skin overgrowth caused by infections. The patient was fitted with a longer abutment (9mm). It was also reported that the patient underwent revision surgery to place a new 9mm abutment on (B)(6), 2012, due to additional skin overgrowth and bloody discharge around the implant site. The patient currently reports pain around the implant site. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Implanted device remains.